Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf impact code f1203 captures the reportable event of life-threatening illness or injury.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure in the common bile duct (cbd) for the treatment of distal cbd obstruction on (B)(6) 2025. During the procedure, after cannulation of the cbd with sphincterotome and sphincterotomy, the physician cannulated with the spyscope ds ii. While irrigating to have better visualization in the cbd, the patient suddenly became bradycardic and then asystolic. Upon extubating the spyscope ds ii and duodenoscope, the patient regained heartbeat and stabilized. The ercp was not able to be completed as a result of this event. There is no allegation against the performance of the spyscope ds ii used in this case. The patient is reported to be in stable condition.